Event description:
It was reported that a patient had a connection issue between a patient line and a transfer set. The patient did not put the line into the transfer set correctly and it became disconnected. The patient was put on a prophylactic antibiotic treatment as a precaution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The known cause of the disconnection is that the patient did not properly connect the transfer set to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.